Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) became elevated while wearing the pod between 4 and 24 hours on the arm. Patient had applied pod before going to bed on (B)(6) 2017. The next day, bg levels rose to 501 mg/dl. Subsequently, patient visited the emergency room (ER). No official diagnosis was provided, however, patient was treated for hyperglycemia with ketones via intravenous delivery of insulin, fluids, and manual injections of insulin (5 units every 2 hours). It should be noted that this event was attributed to the device separating from the adhesive during use. It was not clear when the separation occurred or if the cannula had become dislodged. The device is not available for return as it was discarded at the hospital.